Event description:
A surgeon reported that no air was pumping through the air line when switched from fluid infusion to air infusion during surgery. The procedure was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).